Manufacturer narrative:
One used 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Only the inserter and anchor were returned, no stay suture. Visual assessment of the anchor showed the anchor fins are compressed against the anchor body but are intact. The inserter was functionally tested and the inner plug moved within the anchor as intended. Clinical details provided reported that the patients bone quality was osteoporotic. Per the device instructions for use: pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation is considered a contraindications.

Manufacturer narrative:
Updated.

Event description:
It was reported that during a foot print repair of supraspinatus after rotating the torque limiter in clockwise direction until several audible clicks were heard and after checking final fixation, the inserter handle was removed from the anchor but while cutting the sutures, the anchor could not hold into the bone & backed out. An additional bone hole was made to use the back up device. Lateral row repair could not be possible due to failure of 2 implants, only medial row repair was accepted. No delay or patient injuries were reported.

Event description:
It was reported that during an unknown procedure after rotating the torque limiter in clockwise direction until several audible clicks were heard and after checking final fixation, the inserter handle was removed from the anchor but while cutting the sutures, the anchor could not hold into the bone & backed out. The procedure was completed with a backup device with no delay or patient injury reported.